Event description:
An allen beach chair accessory model was attached to the leg section of the skytron 6600. The facility had a pt on it and when the leg section to fell off the table. No injuries were reported.